Event description:
The customer reported that the device failed to power on.

Manufacturer narrative:
The customer isolated the issue to the data card. The customer did not provide the serial number; therefore, the manufacture data could not be determined.